Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's ac power module required replacement. There was no patient involvement.

Event description:
The customer originally ordered the ac power module with no indication of a complaint. However, the customer later called back to ask about when they might receive the ordered part, at which point they stated the current ac power module has to be glued in place, indicating it was damaged. There was no patient involvement.